Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) on (B)(6) 2022, the was battery impedance 0,22 kohm. On (B)(6) 2022, there was an ablation procedure. The battery impedance was 1,81 kohms. On (B)(6) 2023, the battery impedance wak 2,90 kohms. Currently the patient is admitted at hospital because other reasons (in the nephrology department) the pacemaker replacement is scheduled for this week.